Event description:
It was reported that there was a mismatch between the rate histogram on the fastpath summary screen and the diagnostics summary display. The device remained implanted.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.